Event description:
The following was reported to datascope on 1/3/97: catheter was broken when box was opened. There was no pt involvement. Iab did not inflate. A replacement catheter was pulled and used without incident. Event complications: unk - rpt' 9/24/96; none from event - rpt'd 1/3/97. Pt's current status: unk - rpt'd 9/24/96.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 5/27/97). Device label code for f10. Postion 1: 1738. Eval summary. Eval: iab was received intact for eval with balloon membrane noted to be loosely folded. As a test, iab was placed in a test chamber having a 75 mmhg back pressuee to simulate pressure within aorta. Balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during lab iabp testing. Thus, lab examination revealed no defects in returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine exact cause of reported difficulty basen on event description and examination of item. It was not possible to verify reported problem. This type of complaint is one of most difficult to evalutate and must rely on conjecture since one cannot observe what balloon is being subjected to within aorta. Thus, in general, inflation dificulties may attributed to one or more of following: 1. Balloon entered a subintimal space. 2. Balloon was placed too high in aortic arch or in subclavian artery. 3. Iab failed to completely unfold because user failed to inject 30 cc. Of air as advised in instructions for use. 4. Catheter kinked within pt probably because of severe vessel tortuosity and/or pt movement. 5. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinkded portion of catheter could have minimized restriction and improve balloon performance. 6. A kink in catheter may have restricted flow of helium into and out of ballon causing it to not fully inflate during initiation of iabp. 7. There was a loose connection between iab and pump or between pump and safety chamber. Checking these connections may alleviate problem. 8. Balloon pump needed servicing.